Event description:
This male pt with a history of copd and lung cancer was admitted to the hospital in 2008 with a dvt of the left lower leg and a pulmonary emboli. In the next day, a greenfield filter was placed without incident. However, a recheck of the placement showed that the filter had migrated slightly, but there was no noted injury. Subsequent studies revealed no further problems with the filter and no apparent injury. The patient remained stable and was able to be discharged home 3 days later. See scanned pages.